Event description:
It was reported that the right ventricular lead dislodged about one week after the implant procedure. The physician attempted to reposition the lead, but it proved to be too short, so the lead was explanted and replaced with a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The helix was distorted due to pulling/stretching/overstress. Visual analysis noted apparent explant damage. (B)(4).